Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause:unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with another rapid antigen assay, then positive with quickvue otc 1 day later. An additional consumer event was communicated which is captured on a separate report.